Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons were sticking, resulting in scrolling through the pump menus faster than intended. The reporter confirmed that the rubber keypad is intact, stated that the patient wears the pump in her pocket in a case, and noted that the pump is not cleaned with anything. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding to presses. The contrast button has no effect on the pump's insulin delivery functions. The keypad was removed and contamination was observed under the up and contrast button contacts and the up arrow button contact was misaligned. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.